Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 2.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was sent out for testing. A review of the device history records showed one non-conforming material report associated with this product for a ding; the part was scrapped. A review of the product complaint report history shows this is the fourth complaint for this part number due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the patient being overweight. It was reported that the patient was overweight and this contributed to the dislocation by acting as a fulcrum lever point allowing the patient to dislocate. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the head was dislocating due to patient's anatomy.